Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted intra-aortic balloon (iab) in the med. Center cath lab in 2007. The patient was then transferred to methodist hospital of dallas for a CABG (coronary artery bypass graft surgery). Four days later, md removed iab due to blood in the helium tubing. Md replaced iab with another iab.